Event description:
It was reported that guidewire fracture occurred. A 190cm, straight-tip samurai rc guidewire was used; however, the device came apart. There were no known patient complications reported.